Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the review period. There was no applicable evidence to review in the event history. Reported problem of alarm delivery too slow was duplicated when performing accuracy tests. Results were over specifications. The cause was an over spec expulsor and the expulsor was replaced. The device passed all functional testing after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was back from patient with an alarm " delivery too slow " ran at same parameters as patient, 500ml/hr. For a volume of 2,000ml. System alarmed at 5-minute mark, continued test and alarmed at 2-minute intervals thereafter. The event occurred during testing, and there was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.